Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the stapler was able to fire but staple line incomplete was noted on the distal part. The surgeon had to manually cut the suture. In addition, there was poor staple formation. Another reload was used to fixed the staple line. There was no patient injury.